Event description:
The customer received a questionable estradiol result for one patient sample. The specific date of testing was not provided. The initial result was 1500 pg/ml and was reported outside the laboratory. The physician questioned the result and the lab retested the sample with results of 25 pg/ml and 24 pg/ml. No adverse event occurred. The reagent lot number was 179169. The expiration date was requested, but was not provided. The field service representative visited the site, but the customer agreed the analyzer was okay as the repeat results were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).